Manufacturer narrative:
"Subsequently, the lantern tracked through a side branch, then prolapsed and became creased."

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01419. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached three penumbra coils into the target vessel using the lantern. Half way through the procedure, the scrub technologist took a break and a new technologist stepped in with no experience using penumbra coils. Consequently, while attempting to advance a new podj into the lantern, the technologist mishandled the coil and inadvertently bent the podj pusher assembly. Therefore, the introducer sheath containing the podj was removed. Next, a new podj was opened and deployed and detached into the target vessel. The physician then removed the lantern because he wanted to reposition the non-penumbra selective catheter. Upon reinserting the lantern into the patient, the physician did not use a guidewire. Subsequently, the lantern tracked through a side branch and prolapsed. Therefore, the lantern was removed and the procedure was completed using the same non-penumbra selective catheter, a new lantern and additional podjs and ruby coils. There was no report of an adverse effect to the patient.